Event description:
It was reported that the atrial lead was dislodged and had loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), all insulators were breached cut, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and the lead was stretched. It was noted that the lead apparent explant damage. Visual analysis noted that the lead was returned with the helix fully extended, blood and tissue on it and both conductors distorted at 20.3 cm.